Event description:
Event description cpi received information that the rate sensing portion of this endotak dsp (0125) was capped and removed from service because of oversensing, multiple sensing and inappropriate shocks, due to insulation damage of the r/s portion of this lead. The high voltage portion remains active. Another rate sensing (r/s) lead was implanted.